Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Event description:
New information received states that patient's condition has been stressed due to the procedure and took a week of complete bedrest after it to stabilize his condition with additional medication and the patient has been showing more resurgences of instability in his atrial fibrillation. No further information was available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received the patient had a stroke at an earlier date than the event date. No further information was available.

Event description:
New information received on (B)(6) 2018 states that due to the procedure the patient experienced physical and emotional health issues. The patient was dizzy and weak for several days post procedure. It was alleged that post procedure the patients memory and concentration had worsened.